Event description:
It was reported that the patient presented for an implant procedure. When the physician attempted to place the lead in the left bundle branch area, it was noted that the right ventricular lead was unable to advance through the septum. The lead was not used and replaced during the procedure. The patient was in stable condition.